Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion. Intra-op, pak needle assembly pack contained two beveled tip needles instead of one beveled tip needle and trocar tip needle. Surgeon performed the procedure with beveled tip needles and patient's pedicle was broken. It was scheduled to fix with on both sides but its fixing force was not enough, two screws and a rod were decided to be removed. Surgeon commented that although both sides fixation was scheduled, but only one side was fixed.